Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has consulted with her surgeon to discuss moving or possibly replacing her ipg due to the pt experiencing discomfort. Follow-up information identified the pt will undergo surgical intervention to replace her ipg with a smaller model and relocate the pocket site.